Event description:
After his vns settings were increased, a patient experienced coughing fits that led to an increase in seizures. The coughing fits and subsequent increased seizures were triggered by magnet mode stimulation and occurred when the patient's mother swiped his vns magnet. The patient was advised to stop using the magnet until his settings could be readjusted. The patient's magnet mode settings were reduced, according to a company representative, and the settings reduction resolved the coughing fits and seizure increase. No additional relevant information has been received to date.

Event description:
The physician's office indicated that the patient's seizures increased to the same level as his pre-vns baseline. Cbd oil was administered and the patient's vns settings were decreased to resolve the increased seizures and coughing. No additional relevant information has been received to date.